Event description:
It was reported that the ventricular assist device (vad) exhibited several low flow, suction and high watt alarms and hypovolemia was suspected. It was further reported that the patient¿s medication was deemed as quite strong due to high dosage of diuretics and hypovolemia was suspected. This was due to the patient being dehydrated. After corrections were made, all went back to normal. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw35475 was not returned for evaluation. Review of the controller log files revealed eight (8) low flow alarms were logged since (B)(6) 2020, two (2) suction alarms were logged on (B)(6) 2020, and four (4) hight watt alarms were logged on (B)(6) 2020. As a result, the reported low flow, suction, and high-power events were confirmed. Information received from the site indicated that hypovolemia was suspected. It was further reported that the patient¿s medication was deemed as quite strong due to high dosage of diuretics and hypovolemia was suspected. This was due to the patient being dehydrated. After corrections were made, all went back to normal. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropri ate pump rotational speed. Based on the risk documentation, possible causes of the observed high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.